Manufacturer narrative:
The impella device remains implanted and was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, to prevent retrograde flow, amyloid precursor protein was increased p level and nipride, decreased milrinone. The patient was extubated and one unit of packed red blood cells was given. Additionally, the patient had several episodes of ventricular tachycardia (vt) where he was shocked, the 5.5 was repositioned, however the (B)(6) believed that the pump was not causing the vt. Regardless, the vt continued throughout support and again the pump was repositioned and on one episode it was noted of the patient being shocked 16 times. Also, albumin was given and suction alarms resolved. The patient aspirated when he threw up stool, noted fever and elevated white blood cells and they started antibiotics. The patient continued on support. Echocardiogram turndown looked and plan to possibly remove early next week. Impella in aorta alarms when suctioning patient or coughing fits, however no more arrhythmias. The patient remains on support.